Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a replacement surgery involving an inflatable penile prosthesis (ipp) due to a hole in one of the cylinders. A new cx reconnected system was implanted.